Event description:
Caller reported that the touchscreen of the pump was cracked and shattered, making it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer was instructed to use multiple daily injections as backup therapy. The customer was also guided to put the broken pump into storage mode before returning it to tandem, which the customer understood and acknowledged.